Event description:
Baxter service center in italy reports leak in cassette of homechoice set used for apd therapy. Leak was identified by service center when moisture was noted in pneumatic area of returned homechoice device. No pt injury or medical intervention reported at time of device return.